Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, d9, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jun-2022 to 14-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced slow performance during an emergency situation. A technical support specialist analyzed the station unexpectedly rebooted due to operating system updates, as per the customer request, configured the device and suggested a manual monthly reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced slow performance during an emergent situation. The customer reported that a staff member was rebooted the machine, resulting in a 20-minutes delay. This caused a delay in medication to administrate the patients on the units which could have potentially contributed to patient harm. The customer stated that they were unable to provide an asset information of the devices that were directly affected. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system experienced slow performance during an emergent situation. The customer reported that a staff member was rebooted the machine, resulting in a 20-minutes delay. This caused a delay in medication to administrate the patients on the units which could have potentially contributed to patient harm. The customer stated that they were unable to provide an asset information of the devices that were directly affected. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station unexpectedly rebooted due to operating system updates. The customer requested for the device to be configured to a manual monthly reboot is the best practice. The customer acknowledged and granted permission to close the complaint file.